Event description:
The surgeon inserted an aa203tl silicone plate toric lens end the lens tore upon insertion. The lens was removed without enlarging the incision and no sutures were required. There was no patient injury.